Event description:
The customer reported that during use of this cannula in an arthroscopic shoulder procedure, the tip of the device broke off and had to be retrieved. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: an eval could not be performed as the device was discarded by the facility. A review of complaint history found other reported events. A corrective action is in process for this failure mode.